Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy for supra ventricular tachycardia (svt) that the patient¿s implantable cardioverter defibrillator (ICD) detected as ventricular fibrillation (vf). The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported through follow-up obtained that the ICD was reprogrammed.